Event description:
It was reported that the procedure was to treat a heavily calcified anterior tibial artery. A 2.0 x 200 mm armada 14 was successfully used for pre-dilatation. A second 2.0 x 200 mm armada 14 was inflated in the lesion; however, it could not deflate. Several attempts were made to deflate the balloon, including using a syringe when the balloon finally deflated; however, when the catheter was removed from the anatomy the balloon was shredded. A 3.0 x 200 mm armada 14 was inflated in the anatomy and deflated without issue; however, when removed from the anatomy the balloon was also shredded. Another 2.0 x 200 mm armada was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The armada 14 referenced is being filed under a separate manufacturing report number.